Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2017-19903. During follow up, it was noted that the right ventricular (rv) lead and left ventricular (lv) lead had become dislodged due to twiddler syndrome. In this position, the rv lead detected atrial fibrillation as ventricular fibrillation and inappropriate therapy was delivered. The rv lead was explanted and replaced. During the explant procedure, it was not possible to retract the set screw. The lv lead was repositioned as no anomalies were noted. The patient was in stable condition.